Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 581 mg/dl. Cause was not known. Manual injections given and supplies changed to address bg. A replacement pump was sent to the customer.